Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify missing segments/partial display or keypad unresponsive/button error alarm due to blank display. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stop working and screen of insulin pump was flashing. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had blank display. The customer stated that there was hair line crack on insulin pump and keypad was unresponsive. Customer also stated that there was moisture exposure. The insulin pump will be returned for analysis.